Event description:
Pt has history of increased risk of sudden cardiac death due to scd-hft criteria. He underwent medtronic insync maximo dual chamber biventricular pacer/ventricular defibrillator placement in 2005. He was later evaluated in the electrophysiology clinic and found to have a nonfunctioning left venticular coronary sinus lead resulting in no biventricular pacing and only single chamber right ventricular pacing.